Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and the shipping inspection record of the involved lot#/product code combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the glidesheath slender sheath was inserted and broke apart in the patient during the procedure. The cocktail was given and the sheath was flushed. The wire (.035 j) and the diagnostic tiger was inserted without resistance. The catheter was then exchanged. The guide catheter (fr4); inserted run-through then ffr ascist catheter. Upon insertion of the ffr catheter, resistance was met. The ffr catheter and sheath was pulled out and seemed to accordion. The pieces were removed and the patient was not injured. The patient did not develop a hematoma. It was reported that the patient was fine following the procedure. The procedure was completed successfully with a new sheath inserted. Additional information was received on 5/16/2018. The procedure being performed was a left heart cath. All of the pieces were removed and did not actually separate in the patient, it just inverted within itself, and once they removed it they pulled it with forceps to prove nothing broke off in the patient and therefore nothing was left in the patient. Blood loss was reported to be less than 1 liter but more than 20 cc's.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and to state that this report was determined to be not FDA reportable based on the additional information received.

Event description:
Additional information was received on 6/4/18. It was confirmed that the sheath never did actually come apart in the patient. It just inverted within itself. Once removed from patient, they used forceps to pull it back out and ensure all parts were there which they were.